Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) reviewed and provided troubleshooting options. Ts suspected this to be more patient health related than a device performance, since signals seemed small and disorganized. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information stating therapy for this device was turned off. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) reviewed and provided troubleshooting options. Ts suspected this to be more patient health related than a device performance, since signals seemed small and disorganized. This device remains in service. No adverse patient effects were reported. Additional information was received stating therapy was turned off for this patient. No additional adverse patient effects were reported.